Manufacturer narrative:
Catalogue #: suspect product code is either 7n8390 or 7n8391. The device(s) were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of catheter extension sets fell off from the intravenous (IV) catheter. This was identified after the nurse had established that the IV was connected; the IV had to be restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.